Event description:
Additional information received - the facility reported the lens model to be a (B)(4). This model lens has not been approved for use in the united stated of america and is not MDR reportable.

Event description:
The reporter indicated the surgeon inserted an icl implantable collamer lens in the patient's right eye (od) but due to the pupil constricted, the surgeon could not place the haptics behind the iris. The lens was removed with no patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6): lens not returned.